Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument did not move with non-intuitive movements (reversed direction of the instrument despite correct alignment and installation). The instrument moved freely with uncontrolled movements. The operation was completed with a back-up instrument. The patient did not experience any postoperative complications. There is no concern that this event will cause long-term complications in the patient. No information about the patient's current status was available.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the monopolar curved scissors (mcs) installed on the universal surgical manipulator 3 (usm) did not follow properly. The isi tse checked live logs but found nothing unusual. The isi tse advised to use a backup instrument and to make sure the instrument was properly seated on the sterile adapter and that the sterile adapter was also seated properly without and drape interfering. Nurse confirmed. The surgeon confirmed instrument (needle driver) was working as expected. The isi tse advised to return the broken mcs. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The site replaced the monopolar curved scissors (mcs). Per log review, the site continued to use the mcs instrument and completed the procedure. In addition, the mcs in question was used in subsequent procedures without any additional complaints.